Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the hyperglycemia. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer had nausea, vomiting, abdominal pain, difficulty breathing like symptoms. The customer stated that insulin pump had no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. The customer declined the troubleshooting. The device will not be returned for the analysis.